Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the proximal first obtuse marginal artery. Left main artery was angulated with a 6 fr non bsc guide catheter. After a non bsc guide wire crossed the lesion, predilation was performed using a 2mm x 10mm unspecified balloon catheter at 8 atmospheres. Additional dilation was performed using a 2.5m x 12mm non compliant (nc) balloon catheter at 12 atmospheres for 20 seconds. Then the 3.00mm x 28mm promus element ¿ stent was advanced but was unable to cross the lesion. During manipulation of the device, it was noted that the distal stent struts flared. The device was immediately withdrawn and predilation was repeated using the 2.5mm x 12mm nc balloon catheter. A 3mm x 24mm promus element ¿ stent was advanced and deployed. Then post dilation was performed using an unspecified 3mm x 8mm nc balloon catheter and the procedure was completed. Final angiography revealed excellent outcome. No patient complication were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The stent was stretched, misaligned and pulled over the distal markerband. There were no kinks or damage noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the proximal first obtuse marginal artery. Left main artery was angulated with a 6 fr non bsc guide catheter. After a non bsc guide wire crossed the lesion, predilation was performed using a 2mm x 10mm unspecified balloon catheter at 8 atmospheres. Additional dilation was performed using a 2.5m x 12mm non compliant (nc) balloon catheter at 12 atmospheres for 20 seconds. Then the 3.00mm x 28mm promus element stent was advanced but was unable to cross the lesion. During manipulation of the device, it was noted that the distal stent struts flared. The device was immediately withdrawn and predilation was repeated using the 2.5mm x 12mm nc balloon catheter. A 3mm x 24mm promus element stent was advanced and deployed. Then post dilation was performed using an unspecified 3mm x 8mm nc balloon catheter and the procedure was completed. Final angiography revealed excellent outcome. No patient complication were reported and patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).